Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl for an undisclosed time wearing the pod. The patient stated they were experiencing high bg levels, they were feeling bad all day, started vomiting, and were dehydrated. On (B)(6) 2025, the patient decided to go to the hospital to seek medical attention. The patient stated that they were hospitalized for 13 days. The patient diagnosis was high bg levels, high blood pressure, then while at the hospital they were diagnosed with covid 19 and experienced heart failure. When the patient arrived at the hospital, the medical staff removed the pod, provided insulin and medication for the covid virus. The patient was discharged from the hospital on (B)(6) 2025. The patient could not recall any further details related to the event as it had occurred in early (B)(6).